Manufacturer narrative:
No consequence or impact to patient. Incorrect or inadequate result. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an erratic b12 result while using the architect b12 assay. It is unclear which result is correct. The customer provided the following results (reference range 187-883 pg/ml): (B)(6) 2013: 155pg/ml; (B)(6) 2013: 208 pg/ml; there was no adverse impact to patient management reported.